Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device "won't allow to defibrillate." Additional details have been requested.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the device failed self test. The device was not in use on a patient.